Event description:
A malfunction was reported by the customer involving a malfunction code display. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer did not have immediate access to their pump charging pad and was advised by technical support on performing a pump reset. They planned to follow up with technical support once they gained access to the charging pad. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.